Event description:
A (B)(4) computer monitor broke away from its mounting bracket. The unit struck the keyboard below. No one was hurt but there is potential for injury had a clinician been present at the keyboard.

Manufacturer narrative:
The monitor was attached to a mounting arm. Although the arm is not intended to be moved and has a warning displayed on the unit, the monitor was nevertheless repositioned - most probable to accommodate people of different heights. A 30 day reporting window: although agfa healthcare became aware of the incident on (B)(6) 2010 the incident was initially forwarded to (B)(4) (the manufacturer of the monitor). Further investigation revealed that the root cause of the incident was actually under agfa healthcare's jurisdiction. As a result agfa's "awareness date" is (B)(6) 2010. Health hazard evaluation summary: a health hazard evaluation (hhe) conducted by agfa healthcare found there to be a reasonable potential for harm. In particular, it is probable that the monitor could have struck the radiation tech in the upper body (possibly head or face) if he/she were present. The frequency of occurrence is expected to be rare since the monitor bracket is not intended to be moved and is further mitigated by a warning posted on the arm. In the event that the user wishes to move the monitor (i.e. To obtain a desirable height) the arm can be adjusted according to instructions. Although agfa healthcare became aware of the incident on (B)(6) 2010 the incident was initially forwarded to (B)(4) (the device manufacturer for the monitor). Further investigation revealed that the root cause of the incident was actually under agfa healthcare's jurisdiction. As a result, the "awareness date" is (B)(6) 2010.